Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. This report involves the same patient as in (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. The patient was hospitalized nine days prior to the peritonitis diagnosis for an unknown indication. The day after onset, the patient began treatment with vancomycin 1 gram per 2 liters (route, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. The patient was recovered from the event. Additional information was requested but is not available. This is report 3 of 3.